Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed from the medical review. Method and results: device evaluation and results: not performed as the device was not returned for evaluation medical records received and evaluation: a review by a clinical consultant concluded that : a cementation defect in the proximal lateral cement mantle has contributed to a local overload condition leading to loss of bone support in the proximal lateral cement mantle ending in a fatigue fracture exactly at the area of the cementation defect. Device history review: not performed as the device details were not provided. Complaint history review: not performed as the device details were not provided. Conclusions: a review by a clinical consultant concluded that: a cementation defect in the proximal lateral cement mantle has contributed to a local overload condition leading to loss of bone support in the proximal lateral cement mantle ending in a fatigue fracture exactly at the area of the cementation defect. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2015 the patient presented to a&e where x-rays revealed the exeter stem was fractured. Mr (B)(6) performed a single stage revision. The customer reported that the cup was left in place "a little neutral in its version, but well fixed." Mr wade commented in the notes that "the posterior capsule was absent." The patient did not report a specific trauma but had felt recent increasing pain over time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported that when out walking the dog he fell forward and his leg gave way. On admission to hospital the customer found that the exeter stem had fractured mid-way down the shaft. The customer further reported that the exeter was originally implanted in 2013.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed from the medical review. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot. Conclusions: a review by a clinical consultant concluded that : a cementation defect in the proximal lateral cement mantle has contributed to a local overload condition leading to loss of bone support in the proximal lateral cement mantle ending in a fatigue fracture exactly at the area of the cementation defect. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2015 the patient presented to (B)(6) where x-rays revealed the exeter stem was fractured. Mr (B)(6) performed a single stage revision. The customer reported that the cup was left in place "a little neutral in its version, but well fixed." Mr (B)(6) commented in the notes that "the posterior capsule was absent." The patient did not report a specific trauma but had felt recent increasing pain over time.